Event description:
It was reported that the pt underwent an l3-s1 fusion surgery. At an unk time post-op, it was noted that the setscrew in the left l3 had backed out of the bone screw. Approx 1 year post op, the pt underwent a revision surgery to replace the backed out setscrew.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Analysis of the returned device is in progress. Therefore, we are unable to determine the definitive cause of the reported event.